Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was a shocking or jolting sensation. The patient stated that in 2001 or 2002 they walked through a hydroelectric power plant and they received a ¿huge surge of power.¿ it was noted that the patient felt ¿like they were going to die.¿ the patient stated that when they got to their car they turned the device off and had not used it since. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3887, lot# n24078, implanted: (B)(6) 1999, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was going to have the implantable neurostimulator (ins) be taken out, and it had been 15 or 16 years since implant. The patient found a manufacturing representative (rep) to take the ins out. It had not worked in about 14 years. The patient only used it for two months, and when he would bend over he would get a hard shock sometimes. It did not work because he worked in a hydroelectric dam and the electronic field would set it off and it "damn near killed me," so he then cut it off and did not ever want to turn it on again. It was noted that the neurosurgeon said yesterday that he would not take the lead out, which the patient was upset by this, and the battery pack was put in the wrong place to start with. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.